Event description:
Customer reported: we just had an incident where one of the 1000ml prefilled neb kits had extremely reduced flow and what seemed to be back pressure on a patient.  It could have potentially created significant patient harm ¿ the patient was very de-saturated as a result.   The lot # is z1-0313018.  I have the sample if you want to examine it. Additional information received from customer on (B)(4) 2013: the clinician was called to asses this patient on the floor due to desaturation and pending an ICU evaluation due to the desaturation. The patient was on 70% with the flowmeter reading 11 liters even though the flowmeter was at maximal flow (flush).  The flow seemed quite reduced to me. This device was already in use when I got there and I am not sure how long it had been on the patient.  There was no visible aerosol.  I changed the unit to another nebulizer and noticed visibly more aerosol and there was definitely more flow.  The flowmeter was still flush with the flow now reading 15. I was able to wean the fio2 to 50% immediately. I put the defective unit on another flowmeter and again the flow was only 11 seeming to indicate some restriction in the defective unit itself.

Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. It was evaluated in accordance with our procedure and no flow issues were noted during the vacuum test. Additionally, no assembly issues were observed. We tried to replicate the reduced flow issue reported by performing a nebulizing test to the unit. During this test we observed that the flowmeter goes above the 11 lpms, in addition the aerosol coming out from the unit was noted. Lot reported in this complaint (z1-0313018) does not belong to (B)(4) final product lot number nomenclature, it belongs to our supplier (bottled water); therefore, a review of the device history record could not be performed at this time. Based on the investigation, the root cause is undetermined since our replication of the issue reported was not confirmed. Please note that although the reported condition could not be confirmed and the probable root cause could not be determined, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions and every customer report we receive is taken very seriously.